Event description:
It was reported to philips that the system was not able to make exposures and images could not be saved. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic treatment was performed by the customer when the issue occurred, and the procedure was aborted. The philips field service engineer (fse) inspected the system on site and confirmed that the system could not make exposures and images could not be saved. Review of the system log file showed that there was an error in image processing. To resolve the issue, fse replaced ippc and reinstalled the software. The defective ippc was returned to philips for analysis and found that there was battery charging issue. After replacement, the system was returned to use in good working conditions. The codes were updated based on the investigation outcome.